Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. The patient was hospitalized and was given antibiotics intravenously. Additional information obtained from the field which indicated that this lead was explanted in order to provide a better lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery and patient was given antibiotics intravenously. This report is being filed to correct the h6: device code.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. The patient was hospitalized and was given antibiotics intravenously. Additional information obtained from the field which indicated that this lead was explanted in order to provide a better lead. No additional adverse patient effects were reported.